Event description:
Customer reported the system is not saving images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and formatted the hard drive and reloaded software. System operates as intended.